Event description:
It was reported that subsequent to a bladder suspension procedure, the patient was injured and required medical treatment and hospitalization. The device was not returned for evaluation.